Event description:
On 07/07/2026, a healthcare professional reported that a glidewell ht implant failed. The patient's oral hygiene is good. The patient presented on (B)(6) 2025 for a primary procedure on tooth #18. The patient returned on (B)(6) 2025 for the second stage of surgery. Upon examination, the provider noted that the implant failed due to extensive bone loss. The device was removed on (B)(6) 2025 and not replaced. A bone graft of the socket was done. No permanent injuries were reported.

Manufacturer narrative:
The device has not yet returned for analysis. The evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4). Related mw report: 3011649314-2026-01118.